Event description:
It was reported the customer received a no delivery alarm while they were sleeping. The customer's blood glucose was around 300 mg/dl. Customer stated they had treated with 19.1 units of insulin. The customer declined to troubleshoot for their high blood glucose. The customer also reported their no delivery alarm was resolved with a complete infusion set change. The customer did not want to return their supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).